Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician intended to use a spider fx embolic protection device during patient treatment. There were no abnormalities reported in relation to anatomy. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A distal fracture ofthe product was reported during procedure, the device was safely removed from the patient.  A replacement product was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis deformation to blue recovery catheter. Device returned with filter basket extended out of green delivery catheter. No deformation to the filter basket. It was possible to retract the filter basket into the clear section of the green delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.